Manufacturer narrative:
The device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: review of the pump¿s black box revealed related alarms. The pump powered on with a call service (069) alarm. A discrete electronic component failure was observed. Unrelated to the complaint, investigation revealed the yellow o-ring was missing from the returned battery cap. The battery cap was able to secure to the pump and be used during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.